Event description:
The facility reports the lift would not stop when the raise button was released. The lift carried on to the top of the mast, giving off a burning smell. No injuries occurred and the hoist was taken out of service.

Event description:
The facility reports the lift would not stop when the raise button was released. The lift carried on to the top of the mast, giving off a burning smell. No injuries occurred and the hoist was taken out of service.